Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 12/11/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event following an insulin cartridge change. The event occurred on 12/11/24. On (B)(6) 2024, the user went from a bg level of 180 mg/dl to 33 mg/dl within an hour. Upon further investigation, it was found that the user stayed attached to the tubing and did not perform the rewind process when changing the insulin cartridge causing the insulin to be delivered unintentionally. As a result, the user experienced severe hypoglycemia, leading them to call 911. They were admitted to the hospital for monitoring. The cds had already provided the user with the "your first supply change" card and noted that the user had successfully completed a previous site/cartridge change. Following this, multiple attempts by beta bionics customer care to contact the user to obtain additional event information have been unsuccessful.